Event description:
Rptr indicated that both lead and normal mode tests of pt's device resulted in high lead impedance readings (dc-dc code 7 and limit), indicating possible lead break. The pt is reported to be seizure free. The eri (elective replacement indicator) flag is no, indicating that the generator is not at end of service. X-rays did not reveal any obvious discontinuities in the lead. No adverse event was reported. No action is planned at this time.